Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a warning for the pacing impedance trend increasing from around 500 ohms to greater than 2000 ohms. The impedance trend also showed sudden drops to around 500 ohms. The rv lead was reprogrammed and closer patient follow up will be done while the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising with rising impedance from approximately 500 ohms in (B)(4) 2012 up to approximately 2000 ohms in (B)(4) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.